Event description:
The following has been reported: biomed reported: staff says the pump stated "system failure" while it was on a patient running critical medication. It was caught it in time, no patient harm. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device returned for sticky valves. Fva pins were observed to be dragging. A mock infusion was run and the device displayed no problems or alarms. The device was opened to inspect for internal damage. No internal damage was found. A significant amount of gunk and debris was found on the pins and the channels. The fva pins and their channels were cleaned using alcohol. A mock infusion was run again and no alarms or failures were present. The device will be sent to the test line for full functionality testing.